Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The regulatory affairs associate reported on behalf of the customer that a a1059 mayfield modified skull clamp slipped while in use. Additional information received on 08aug2018 indicating that the surgeon applied the skull clamp to the patient's head. Upon turning the patient into prone position, the surgeon noticed that it was slipping even when in locked position. The skull clamp was then removed. After removing the skull clamp, the surgeon tried to duplicate the slipping, but was not able to. No patient injury or surgery delay was reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Device history record review could not be performed since the lot number was ot provided. The failure mode could not be confirmed. The root cause could not be determined due to the lack of information received to perform a complete investigation.